Event description:
Relay pro device was prepped with hep/ns on the back table. Checked to make sure in position 1 confirmed. Physician advanced device sheathless to the mid-descending thoracic aorta. Once device was in position, I asked physician to rotate the deployment grip clockwise, physician said "nothing is happening, and I've rotated it 15 times". Confirmed in position 1, tried depressing disengagement button and advancing deployment grip forward still no separation. Physician is now convinced there is an issue with device or the step for deployment were incorrect. Device is removed. Patient outcome - "as far as I'm aware patient was not injured during this event."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Relay pro device was prepped with hep/ns on the back table. Checked to make sure in position 1 confirmed. Physician advanced device sheathless to the mid-descending thoracic aorta. Once device was in position, I asked physician to rotate the deployment grip clockwise, physician said "nothing is happening, and I've rotated it 15 times." Confirmed in position 1, tried depressing disengagement button and advancing deployment grip forward still no separation. Physician is now convinced there is an issue with device or the step for deployment were incorrect. Device is removed. Patient outcome: "as far as I'm aware patient was not injured during this event."